Manufacturer narrative:
No units were returned to dmta within the timeframe of this investigation. The suspect device was confirmed to not be obtainable. It is not possible to confirm the root cause of the complaint as reported, it is acknowledged there could be many root causes for the complaint information received. It is acknowledged the customer successfully completed the case utilizing the laser fiber identified. It is acknowledged all laser fibers manufactured by dmta are 100% inspected for power performance defects, objectively providing confirmation the fibers are operating as intended. No information regarding patient impact was received related to this report. No reports have been received related to this complaint and no trend is currently observed. Dornier will continue to monitor complaints related to this report.

Event description:
Laser device provided an error code regarding the laser fiber overheating/burning. Fiber burn reported.